Event description:
The caller reported an issue where the insulin gauge displayed an amount different than expected, specifically showing 37 units instead of the expected 205 units. There was no adverse impact to the customer's blood glucose level. The customer was educated on the importance of completing the cartridge air removal step before filling the cartridge and was guided through the process of loading a new cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The caller decided to monitor the situation and follow up if necessary.